Manufacturer narrative:
(B)(4) initial report. Additional information, including the device lot code has been requested. Upon receipt of the appropriate device details, the relevant device manufacturing records shall be identified and reviewed. It is unknown at this time whether the other part of the broken pin is available to return for examination. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA.

Event description:
During the surgical procedure for a right total knee replacement, a unity pin snapped in the femoral condyle. After making attempts to remove the broken part of the pin, the surgeon made the decision to leave the broken part in the bone as further action to locate and retrieve the pin would be more damaging than retention.

Event description:
During the surgical procedure for a right total knee replacement, a unity pin snapped in the femoral condyle. After making attempts to remove the broken part of the pin, the surgeon made the decision to leave the broken part in the bone as further action to locate and retrieve the pin would be more damaging than retention.

Manufacturer narrative:
(B)(4) final report. It was reported to corin that the patient was discharged as planned and was seen on (B)(6) 2018 for further assessment and review. This appointment concluded that the procedure was successful and the patient had not experienced any problems with functionality of the replaced knee due to the retained pin. In order to progress with the investigation of this event, post-operative x-rays, the device lot code and a further update on the patient was requested, however, this information was not provided and thus the investigation was very limited. Based on this, corin have been unable to review the device manufacturing records or identify the root cause of this event. No further investigation can be conducted with the information provided and thus this case is now considered closed. However, should any additional information be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outsider of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.